Event description:
The customer in bosnia and herzegovina reported that during a test the aplitude of the ECG signal was lower than expected. No patient was involved.

Event description:
The customer in (B)(6) reported that during a test the aplitude of the ECG signal was lower than expected. No patient was involved.